Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Rupture: not observed. Anxiety-product/procedure: unable to observe since it is not related to the device. Additional observations: no other observation observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a possible rupture on an unknown side and left side capsular contracture, baker grade iii. Patient later reported exchange from textured to smooth implants due to their concerns with the product with left side "hard". This record is for left side. The has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a possible rupture on an unknown side and left side capsular contracture, baker grade iii. Patient later reported exchange from textured to smooth implants due to their concerns with the product with left side "hard". This record is for left side. The device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #3. Aware date should have been listed as 06/25/2024.

Event description:
Healthcare professional reported a possible rupture and left side capsular contracture baker grade iii. Patient later reported exchange from textured to smooth implants due to the patient's concerns with the product with left side "hard". Healthcare professional later reported no rupture on the left side. This record is for left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Healthcare professional reported a possible rupture on an unknown side and left side capsular contracture, baker grade iii. Patient later reported exchange from textured to smooth implants due to their concerns with the product with left side "hard". This record is for left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is not related to the device. Rupture: not observed. Anxiety-product/procedure: unable to observe, since it is not related to the device. Additional observations: no other observation observed on the device.

Event description:
Healthcare professional reported, left side possible rupture. And capsular contracture, baker grade iii. Patient later reported, exchange from textured to smooth implants, due to their concerns with the product with left side "hard". It was noted, there was no rupture for the left implant. The device has been explanted.